Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the indexing handle was broken off. A functional evaluation revealed that the unit could not be re-positioned because the clamp could not be separated because of the broken indexing handle. The unit passed the weight test. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event or an application of excess torque inconsistent with intended use. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions.

Event description:
It was reported that during a shoulder case device was not locking. It is unknown if there was a delay or back-up device available. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.